Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
On (B)(6) 2012, the patient underwent the surgery with the small xia. After surgery, when the surgeon confirmed x-ray, the rod was broken. Therefore, the surgeon removed the screw and the broken vitallium rod on (B)(6) 2012. And the surgeon used the product of the competitor for revision surgery. The surgeon requested the investigation of broken rod and the medical opinion.